Event description:
Per complaint (B)(4), during an attempt to remove the transfer coping from a fixture mount for dental implant placement, the fixture mount could not be removed. The implant had to be removed for the placement of a new fixture. The appointment time was extended: the patient was sedated for additional time. The procedure was completed within the same visit.